Manufacturer narrative:
Initial reporter: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician visually examined the touch screen and reported there was no evidence of damage or contamination. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The touch screen failed the required flex cable resistance verification testing. The high out of specification resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation.